Event description:
Material# 515065. Batch# unknown. It was reported by customer that the membrane portion of a 515065 p20-0 protector breaking off while trying to push solution into a vial. Verbatim: customer described 2 instances of the membrane portion of a 515065 p20-0 protector breaking off while trying to push solution into a vial. Per customer response 23apr2024: I do not know what the lot number was of this product. The result of the break was a hazardous drug spill both times the protectors broke. I did not take any pictures the first time it broke. Both of these pictures are from the second incident. I was using it manually. We do not have the assembly fixture at this time.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the connection stick of the protector is observed broken, verifying the reported incident. There is no other visible defect that can be identified to indicate why the breakage occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material# 515065, batch# unknown. It was reported by customer that the membrane portion of a 515065 p20-0 protector breaking off while trying to push solution into a vial. Verbatim: customer described 2 instances of the membrane portion of a 515065 p20-0 protector breaking off while trying to push solution into a vial.